Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, a black rubbery foreign material was discovered in the device nozzle; the black material could not be removed or identified. The customer's originally reported issue of insufflation difficulty was confirmed. The following additional findings were also noted: bending section cover glue separated, light guide cover lens cracked, fiber breakage in the light guide bundle, and angulations out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during an inspection of their evis exera ii gastrointestinal videoscope prior to use in an unknown diagnostic procedure, it was discovered that the device would no longer insufflate as expected. The procedure was extended 5 minutes with no complications, and the procedure was completed using the same set of equipment. Upon inspection and testing of the returned unit, a black rubbery foreign material was discovered clogging the device nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that black rubber-like foreign matter was clogging the nozzle. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.